Event description:
On (B)(6)/2009, patient reported, she does not always have the same absorption rate with her infusion set. She stated, she feels she needs to change them too often. Patient stated, she changes her infusion site every 3 days or it may even be a little longer. Advised that the recommendation is to be changed every 3 days. Discussed different sites and she is aware that there are different sites that she can use. Advised her before making a change to a site, to discuss with her doctor. Patient reported, she inserted into her buttocks and within a few minutes of inserting it, it came out. She stated, she had been exercising. Patient reported, the cannula was bent. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.